Event description:
There was no audio alarm. The co's customer support engineer (cse) verified the no alarm condition. The cse inspected the device and replaced the alarm assembly after finding a loose connection between the alarm assembly and the front panel board. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.